Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event.

Event description:
The sales representative reported a revision surgery of thr due to patient's heterotopic ossification causing hip dislocations. The surgeon removed and replaced the omni femoral head and neck in order to accommodate the new liner (zimmer). The original implant surgery was on (B)(6) 2012 and the revision surgery was on (B)(6) 2013.